Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise. The resulting pacing inhibition caused patient arrythmia and lightheadedness. No intervention was reported. The patient was stable.